Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) of 400-600 mg/dl and moderate ketones. The cause of the reported issue was unknown, however, the customer reported the carbohydrate ratio setting may need updating. A bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.